Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 3006705815-2024-00263. It was reported the patients ipgs became inoperable following an unrelated surgery. As such, surgical intervention may occur to address the issue.